Event description:
It was reported that a capture anomaly was observed. Externalized conductor was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 14.5cm to 18.1cm from the distal tip. The silicone insulation was abraded and the re conductors were visible. Internal insulation abrasions were found at 9.2cm to 10.4cm, 23.3cm to 24.3cm and 35.8cm to 37.1cm from the distal tip. The etfe coating was intact at all abrasion locations. The reported capture anomaly could not be confirmed. Electrical tests that could be performed on the lead indicated no anomalies.